Manufacturer narrative:
Calyxo discussed the event with the treating physician during a phone call on (B)(6) 2025 and received additional information. Based on the additional details received, the following corrections have been made: h6 health effects - clinical codes: corrected. H6 health effects - health impact: corrected. The device was not returned to the manufacturer for investigation. The lot history review (lhr) for lot number: p02602 was conducted which confirmed that there were no non-conformance's during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution.

Event description:
On (B)(6) 2025, a 78-year-old female with a high bmi underwent steerable ureteroscopic renal evacuation (sure) with cvac for a 4.5 x 2 cm staghorn renal calculus. This case marked the physician's first use of the device. During the procedure, approximately two-thirds of the stone burden was successfully cleared, and the physician expressed satisfaction. Post operatively, the patient experienced flank pain, nausea, and possible fever but did not demonstrate signs of sepsis. Her lactate was normal, blood cultures showed no growth, and she remained hemodynamically stable. Symptoms resolved during the course of the hospital stay, and she was discharged home on (B)(6) 2025.

Event description:
On (B)(6) 2025, a patient underwent a ureteroscopic stone removal procedure with the cvac aspiration system. The weekend after the cvac procedure, the patient presented to the emergency room with signs of sepsis and was admitted to the intensive care unit (ICU). No further details were provided to calyxo. Calyxo has made multiple follow up attempts for additional information with the treating physician; however he has been unable to provide any further details.

Manufacturer narrative:
The manufacturer's investigation is currently in progress.